Event description:
It was reported that at implantation, impedance readings were obtained that were greater than 4,000 ohms, on all of the bipolar pairs. The initial implantable neurostimulator (ins) was replaced and impedance readings were still greater than 4,000 ohms. Three attempts were made to reconnect the lead to the ins. It was noted that the lead tested fine when it was tested with the screener test box. All four blue tips were seen on the header block and the lead was in "the proper spot." The lead placement was "usual," with no complications. The initial lead was then replaced and impedance readings were checked. With the second lead connected to the second battery, the impedance readings were normal. The pt was "great," and there was no negative impact to the pt.

Manufacturer narrative:
(B)(4).